Event description:
The customer reported the battery is not working properly. The manufacturer's field service engineer (fse) clarified the backup battery is depleted. The customer reported there was no patient involvement.